Event description:
A malfunction was reported on the customer's pump, and there were no notable events leading up to it. There was no adverse impact to the customer's blood glucose level. Tandem technical support assisted the customer in resetting the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to contact support if the malfunction code reappeared.